Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b5lt device was received inserted thru the device(el5ml). The device was remove from the clip applier (el5ml) without any issue. Upon evaluation of the device, it was found with the tip of the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during an unknown procedure, the jaws of el5ml could not be closed when removing it through b5lt. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.